Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty insulated gate bi-polar transistor.

Event description:
During biomed testing the device displayed a "bridge test fail" message. No pt involvement in the reported malfunction.